Event description:
It was reported that the pacemaker was found to have reverted into backup aai mode during ciq testing. The device was subsequently restored from backup mode with assistance from technical services (ts). The pacemaker was ultimately not used and was deactivated. There was no patient involvement.